Manufacturer narrative:
Product ID 8709, lot # l63770, implanted: (B)(6) 1999, product type catheter; product ID neu_pouch_acc, product type accessory. (B)(4).

Event description:
Additional information received reported that back in 2007, the hcp had left the "rest of the tubing and the pouch." The reporter stated in 2007, "the metal part was actually removed, the battery and everything itself because it was dead." However the reporter then stated just the pouch was left in the patient. It was noted following the hcp leaving the "pouch" and catheter, it then started to "flow backwards" and the hcp took the patient "right back in a couple days later and removed the catheter, just like about a half inch of tubing where the catheter connected to the tubing part." It was then reported the patient had gallbladder surgery in 2012 during which time they removed the pouch and six and a half inches of catheter. It was noted, "it sure left a heck of a hole when he hacked in her stomach." It was noted the "hole" was deeper now because the patient had gained "a little bit more weight." Following the surgery, the patient developed a staph infection along the line of the catheter. It was noted it had turned all red and they didn't "know what caused the staph" but it was noted "somebody didn't clean something." The hcp then had to "slice it open" and "sucked out" all the pus. The hcp got out the pus with a "vacuum pump" and "they packed it" while the patient was in the hospital. It was stated, "they basically filleted her open." Before the patient left the hospital, "they hooked her up to a vacuum pump." The hcp reportedly removed "about" another half inch of catheter tubing and it was noted the patient had "about" two to three inches of catheter still left in them. Due to the staph infection, it was noted "she was skinnier before" she's getting better." It was reported the health care provider (hcp) left "a little bit" of plastic or catheter in the patient. It was reported the hcp had done MRI's and "every test he could run" and looked at them and noted there was only "about an inch left of catheter to take out," the timeframe of this was not reported. It was noted the patient had a "half a football size" hematoma in 2012 that the reporter referred to as a "lump", however the timeframe was unclear and it was noted "it went down and it was just a lump." The patient at some point received antibiotics "and everything." It was noted the patient had started to get a "little small" hematoma in 2007 but "nothing like in 2012." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l63770, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Patient reported they developed a hematoma after the pump was explanted in 2007. The catheter, which was 10.5 inches, was left in the patient's body. The patient had not been feeling well over the past few years and experienced pain on their right side. The patient experienced difficulty swallowing. An endoscopy and ultrasound were performed and it was believed the cause was the patient's gall bladder. In (B)(6) 2012, gall bladder surgery was performed and during the procedure it was noted there was a "blob of rubbery (B)(6) goop," the size of a tennis ball. Hcp cut into it and found a "piece of tubing that he pulled on". They weren't sure what it was. The gall bladder was taken out. The patient went home and about one and a half weeks later the patient experienced swelling on their right side. There was a "huge red lump with white on top". It was like the patient was "urinating because it wasn't closing, it was bleeding". The patient's stomach was swollen up like they were "nine months pregnant on right side". The patient went to the emergency room and was sent home with antibiotics. The patient went into emergency surgery on (B)(6) 2012. The red lump was a staph infection which was diagnosed on (B)(6) 2012 and followed the catheter from the stomach to the spine. Hcp cut open where the line was from the abdomen and straight back to the spine. The patient was "in there for four days". A couple days after the surgery an MRI and cat scan were performed to locate any more tubing. A tiny piece was found in the back area of the hip on the right side. The patient was taken into surgery on (B)(6) 2012 and a half inch to an inch more of the catheter was removed. Patient was told that in total about six and a half inches was removed and there was no catheter left in them. Patient believed there was catheter still in their body and they could see it on the x-rays. The patient was then told that it wasn't even the gall bladder; it was all the "stuff" in them. The patient's pain has increased on their right side. The patient was "sick as a dog" and their right leg was "giving out" on them. The patient didn't "have the lump" in their stomach anymore. The patient wanted the rest of the catheter removed. The patient was seeking a physician to manage their care.